Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump's expulsor assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +8.5%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Customer?s reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump?s delivery accuracy manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulse assembly. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device was showing failed accuracy during testing. No patient injury was reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.